Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that chest pain, stent under expansion, vessel dissection, and stent thrombosis occurred. In (B)(6) 2016, patient presented with non-st elevation myocardial infarction (mi) with persistent severe chest pain and shoulder blade pain that began three days ago. Stat echocardiogram showed some septal and anterior wall hypokinesis. Subsequently, the patient was brought to the catheterization laboratory urgently. The target lesion was located in the left anterior descending (lad) artery with approximately 70% stenosis. Just distal to the clot the vessel measured 2.5mm and proximal to the clot the vessel measured approximately 3.0mm in diameter. There was evidence of possible small dissection that perhaps propagated the thrombus formation. The target lesion was treated with direct placement of a 2.5mmx24mm synergy drug-eluting stent with excellent result. Post dilation was performed in the proximal and mid segment of the stent with a 3.0x15 nc quantum apex balloon catheter at 16 atmospheres for 9 seconds. Angiography had excellent results. There was no more thrombus angiographically visualized. There was no evidence of distal embolic phenomenon or edge dissection. The timi flow was 3 and the procedure was completed. Nine days post procedure, the patient presented with writhing chest pain and anterior st elevation. Subsequently the patient was referred for cardiac catheterization. Patient was given heparin. Vascular access was obtained via the right groin using a 6f sheath. Following placement of a non-bsc guide catheter, a choice pt guidewire crossed the lad, and aspiration thrombectomy was performed with a fetch2 aspiration catheter. Flow was restored and patient's pain improved. Optical coherence tomography (oct) imaging was performed over the choice pt wire. There was extensive clot in under-deployed stent. Extensive angioplasty was performed initially with a 3.5x20 quantum apex balloon catheter and the stent was dilated to 20 atmospheres. Oct was repeated and the stent remained under-deployed. Multiple inflations were then deployed. A 3.75x30 quantum apex balloon catheter was used. At this point intravascular ultrasound imaging was performed to help assure no intramural hematoma. Repeat inflations were then performed distally with a 3.5x20 quantum apex balloon catheter. A 4.0x20 quantum apex balloon catheter was used proximally to 28 atmospheres with 3.5x20 quantum apex balloon catheter distally to 26 atmospheres. Then a non-bsc catheter was used for left ventricle and right coronary artery and right femoral angiography. Angioplasty was also performed in the diagonal vessel. A second choice pt was advanced across the diagonal vessel to dilate the ostium with a 3.0x15 emerge balloon catheter. A non-bsc closure device was deployed.